Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 08apr2019 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of fh drw 4 is not detected on bus was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order wo: (B)(4), the fse reported that fh cubie drawer failed on med station. Replaced fh cubie bus module controller board. Test and able to recover all pockets and drawer after. During dchu visual inspection: p/n 151903-01: part received with thermal damage in components u300 and c302. During dchu testing: p/n 151903-01: testing from dchu was not required due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height drawer 4 failed to detect on bus. As per part investigation, it was determined that there was thermal damage observed on the components u300 and c302. There were no adverse events or injuries reported based on this event.